Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the right ventricular lead exhibited high pacing impedance and high capture threshold. It was then confirmed via chest x-ray that the lead had fractured. The lead was explanted and replaced on (B)(6) 2018 and the patient was stable before, during, and after the procedure.